Manufacturer narrative:
An event regarding wear involving an adm liner was reported. The event was not confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
The patients' hip was revised due to excessive poly insert wear. The surgeon believed prior to the revision that the primary was stryker construct. Via x-ray and review of explants post operatively, it was decided that it was a competitor stem and head. Competitor cup and liner were explanted and replaced with a stryker acetabular construct that was used in conjunction with a competitor stem. The surgeon was made aware that this construct is off label.

Event description:
The patients' hip was revised due to excessive poly insert wear. The surgeon believed prior to the revision that the primary was stryker construct. Via x-ray and review of explants post operatively, it was decided that it was a competitor stem and head. Competitor cup and liner were explanted and replaced with a stryker acetabular construct that was used in conjunction with a competitor stem. The surgeon was made aware that this construct is off label

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.